Event description:
It was reported that during implant, the outer insulation of the lead was cut while repositioning the lead. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix mechanism. Visual analysis noted the lead was damaged at implant.